Event description:
It was reported, that the intellivue m400 patient monitor had a malfunction of the speaker. No information was provided, whether sound was still coming from the device. The device was not in use on a patient at the time of event. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue m400 patient monitor had a malfunction of the speaker. No information was provided whether sound was still coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.